Event description:
During a laparoscopic appendectomy, it was reported by the rep that no staples came out of cartridge. The pt consequence is being checked. Add'l info received on 2/5/97. It was clarified that there were no consequence to the pt. This device was packed without a reload in the jaw of the device. The reload was missing from the package. The instrument misfired after the reload was added to the jaws. A new ez35b was opened to complete the case. The reload that is being sent back with the device is not the original cartridge.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The returned cartridge was missing the lockout tab. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co stives to understand each incident as it occurs in order to continuously improve co's products.